Event description:
It was reported that y-set w/antisiphon vlv had flow issues and leaked. The following information was provided by the initial reporter: pca line in use by patient on ward 5a. Discrepancies between ml infused as per pcam pump, and ml in syringe. Syringe and pcam pump both changed, still discrepancies. When line was changed, nurse stated there was a backflow 'spurt' of fluid on disconnecting. Once line was changed, no further discrepancies.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-20. H6: investigation summary. One 30852 sample was received for investigation with residual fluid in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20096380. A visual inspection of the sample received did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by attempting to flush with fluid; flushing was not possible as an occlusion was identified. The sample was then cut in half and the source of the occlusion was located at the y-tubing to tubing connector. A closer inspection of the component identified signs of excessive solvent. Flush attempts performed by connecting the plastipak syringe to the intermediate female luer from the set did not replicate an occlusion. A review of the production records for lot 20096380 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of the reported occlusion and retrained to ensure that they are following the correct assembly protocols. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 30852 set in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y-set w/antisiphon vlv had flow issues and leaked. The following information was provided by the initial reporter: pca line in use by patient on ward 5a. Discrepancies between ml infused as per pcam pump, and ml in syringe. Syringe and pcam pump both changed, still discrepancies. When line was changed, nurse stated there was a backflow 'spurt' of fluid on disconnecting. Once line was changed, no further discrepancies.